Event description:
At(B)(6) 2017 at 11:24 am via e-mail (B)(6) ,staff nurse reported an incident that allegedly involved the following product or device: hoyer power lifter .(B)(6) reported that the following occurred at 9:00am (B)(6) 2017: two certified nursing assistants were lying resident down after breakfast and the top of the hoyer lift "snapped" at the top of the lift (where the square part is attached to the neck"), just snapped and resident fell to the floor. There was no way for staff to break his fall. Resident weighs about 260#. Cna ran to 700 hall and got nurse immediately. Resident was lying on the floor on his back and lift pad still under him. Top part of the lift that broke lying on his chest (2 sides on his chest and the other portion on the floor next to him). Resident complained of back pain. Nurse assessed resident immediately and all were within normal limits. (Vs, neuro checks, rom) . Nurse called 911 to have resident assessed in the ER and did not move . The following injuries allegedly occurred: resident diagnosis: r hip fracture, rib fractures on the right as well, chf, resp. Failure, copd. Resident cognitive status: alert with periods of confusion tiffany reported that the injured party was hospitalized and the product has been taken out of use. She said that at the time of the incident, there were two certified nursing assistants present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).